Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
At 6:00 pm the customer tested his blood glucose on the contour next link, and received a bolus of 6.8 units of insulin. The blood glucose reading was not provided. In less than an hour the customer began feeling light headed, dizzy and had blurry vision. He retested and his blood glucose was 50 mg/dl. An ambulance was called and he was taken to the hospital. During that time the customer lost consciousness. He was injected several times with glucagon. After 4-5 hours he recovered. While in the hospital his meter read 170 mg/dl higher than the hospital meter. Specific readings were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.